Event description:
Procedure: lobectomy. According to the reporter: when the second sulu was fired in an articulated position, some staples did not form at all and under 200cc bleeding occurred from the fired tissue. The surgeon used another device to re-fire over the incomplete staple line. All unformed staples were retrieved from patient cavity. The procedure changed from segmental lung resection to lobectomy after this trouble. There was no delay in the surgery or patient injury reported.

Manufacturer narrative:
.